Manufacturer narrative:
Additional information: d10 a partial lead with the distal portion measuring 46.1 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2020-07478. It was reported that when the patient presented in the clinic for a device change, high capture threshold was observed on the right ventricular (rv) and right atrial (ra) leads. High pacing lead impedance was also noted on the rv lead. The leads were explanted and replaced. The patient was recovering and would be discharged to home.